Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered and stent dislodgment occurred. The target lesion was located in a calcified vein graft in a coronary vessel. A 3.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, the stent became lodged in the lesion and subsequently came off the delivery balloon. The physician had a distal protection device and used that to retrieve the dislodged stent out of the patient's body. The procedure was stopped at that point. No patient complications were reported and the patient's status was fine.